Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot biopsy forceps was used during a colonoscopy procedure . According to the complainant, as the forceps were passed through the end of the scope it was noted that the wire was visible going to one of the cups. However, the complainant was unable to confirm the specific type of pull wire damage. The forceps were removed from the patient. The procedure was completed with another radial jaw 3 hot biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot biopsy forceps was used during a colonoscopy procedure . According to the complainant, as the forceps were passed through the end of the scope it was noted that the wire was visible going to one of the cups. However, the complainant was unable to confirm the specific type of pull wire damage. The forceps were removed from the patient. The procedure was completed with another radial jaw 3 hot biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination and functional testing found the returned complaint device meet specification. The condition of the returned incident device was not consistent with the complaint of the wire was visible going to one of the cups. Therefore, the most probable root cause is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. The account confirmed that correct complaint device was returned.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.